Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e0207 delirium / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient's parent reported that the dexcom mobile device readings ranged between 100¿120 mg/dl. The patient, who uses a tandem t:slim insulin pump in a modified closed-loop system, was experiencing symptoms of malaise, dehydration, and fever. Fluids were administered, but bg was not manually checked at that time. The following morning, the patient became incoherent and began vomiting. He was taken to the emergency department (ed), where the dexcom mobile device showed a reading of 124 mg/dl, while a manual bg test revealed a critically high level of 700 mg/dl. The sensor was subsequently removed and discarded. The patient was treated with an insulin drip and transferred to another facility. He was discharged on (B)(6) 2025, around 2:00 pm. At the time of discharge, the patient was already feeling better and was reported to be completely fine upon arriving home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.